Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 5x120x75 innova¿ stent fractured in the patient.

Manufacturer narrative:
Updated: ae or product problem, outcomes attrib. To ae, describe event or problem, patient codes, device codes, type of reportable event. Updated upn from h74939180051270 to unk695. Updated brand name from innova¿ to innova self-expanding stent system. Updated previously reported catalog/model #, device lot number, device expiration date, device manufactured date to unknown. (B)(4).

Event description:
It was further reported that the procedure being performed was a superficial femoral artery (sfa) and proximal popliteal angioplasty and stenting procedure. An ipsilateral approach was used to access the lesion. The totally occluded lesion was highly calcified and pre-dilation was performed with a 4mm balloon. A 5x200 innova¿ was used and not a 5 x150 innova¿ which was initially reported. Deployment was initiated via the thumbwheel with normal force and 2/3 of the stent was deployed. Then the thumbwheel stopped and neither the thumbwheel or the pull grip would deploy the remainder of the stent. The physician was able to deploy the stent by disassembling the handle. The device was fully deployed outside the sheath, inside the patient. The stent was severely elongated and stretched. The patient had some of the elongated stent in his common femoral artery, which was not intended. The stent elongated, but did not break. Kinks were noted on the catheter. Additional innova¿ stents were layered inside the elongated innova¿. There were no patient complications reported and the patient¿s status post procedure was stable.

Manufacturer narrative:
Updated: describe event or problem from "a 5x200 innova¿ was used and not a 5 x150 innova¿ which was initially reported" to "it was reported that a 5x200 innova¿ was used and not a 5 x120 innova¿ which was initially reported." (B)(4).

Event description:
It was reported that a 5x200 innova¿ was used and not a 5 x120 innova¿ which was initially reported.